Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to successfully switch over to the inner lumen of the iab as an alternate arterial pressure (ap) source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to successfully switch over to the inner lumen of the iab as an alternate arterial pressure (ap) source. The iab was then removed after six days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 76.4cm and 58.9cm from iab tip. The pressure tubing and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. A sensor output test was performed, and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure was performed, and one leak was detected on the catheter tubing near the y-fitting approximately 76.4cm from the iab tip measuring 0.013cm in length. The reported event cannot be confirmed by the evaluation. A leak was found on the catheter tubing near the y-fitting. The penetration found on the catheter tubing appears to have caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).